Manufacturer narrative:
Device evaluated by MFR.: mustang 9.0 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, measuring 25mm in length, starting at 10mm proximal to the proximal marker band and extending 15 mm distally past the proximal marker band. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Hower, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that 77% stenosed target lesion was located in the severely tortuous and severely calcified artery.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Hower, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that 77% stenosed target lesion was located in the severely tortuous and severely calcified artery.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.